Event description:
It was reported that an infection occurred. It was further noted that the atrial lead had vegetative growth and the patient had blood cultures positive for the organism candida albicans. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor was stretched, the inner insulation was kinked, buckled and torn, the lead was stretched and there was apparent explant damage. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic environmental stress cracking of the outer insulation.